Event description:
This study investigated the anatomical effects of percutaneous endovascular aneurysm repair (pevar) on the common femoral artery (cfa) using an asian study cohort. The perclose proglide vessel closure device was discussed. The study concluded that there was ¿a statistically significant decrease in the cfa diameters post pevar. However, the percentage changes were below established flow-limiting values, as reflected by the single access site complication reported". During the study there was one patient that experienced a pseudoaneurysm. The study concluded that the findings ¿give confidence in the safety profile of this procedure, even with the reported smaller baseline cfa lumen size in asians¿. Specific patient information is documented as unknown. Details are listed in the article, titled "investigating the effects of percutaneous endovascular aneurysm repair for abdominal aortic aneurysm on the lumen size of the common femoral artery¿.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The patient effects of pseudoaneurysm and vascular injury are listed in the proglide instructions for use IFU), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title "investigating the effects of percutaneous endovascular aneurysm repair for abdominal aortic aneurysm on the lumen size of the common femoral artery" b3: date of event estimated as 01/01/2019. D4: the UDI is not known as the part and lot number were not provided.